Event description:
On 2025-oct-29 additional information was received from the patient. They clarified that when they said their "whole butt broke out" they were referring to the severe allergic reaction caused by the adhesive used on their incision. The steps taken to resolve the issues included them cleaning the area, the doctor prescribing them a special cream to apply, and a referral to the dermatologist for allergy testing. The patient stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they lost their icon controller for their current implant but they have their icon controller from their previous implant and inquired if they can use controller from previous implant with their current implant. Reviewed overview of use of programmers. Patient reported their previous implant started "eroding" and hcp had to remove it. Patient initially stated this was on (B)(6) 2016. Agent reviewed device registration shows explanted on (B)(6) 2016 and caller stated that could have been and stated they have had so many surgeries it's hard for them to keep track. When asked for event date, patient stated they ended up finding out that the issue was their whole butt broke out and they ended up being allergic to the tagaderm and hcp had to do allergy testing because patient had a yeast infection on their whole butt and it took the whole top layer of skin off and stated they think that is what caused it to "work it's way out". Patient stated the issue was with all the adhesives and stuff that was used so that is why they had to wait before they got the 2nd implant. Patient stated they went to a dermatologist for patch testing so they did not have any issues then with their second implant. Patient stated hcp told patient they had never seen an allergic reaction like that.